Event description:
A malfunction was reported on the pump, and there was no notable event preceding it. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller with resetting the pump, which resolved the issue as the malfunction code did not recur. The customer was instructed to call back if the malfunction code reappears, and they understood and acknowledged this guidance.